Event description:
It was reported that the right ventricular automatic threshold test (rvat) feature on this cardiac resynchronization therapy defibrillator (crt-d) was having variable results. Analysis of the system was performed and it was noted that this issue was due to an increased in intrinsic cardiac activity during these tests, furthermore, low amplitude was noted. Additionally, undersensing on the right ventricular channel during some atrial tachy response (atr) events was observed. Also, a signal artifact monitoring (sam) episode was identified. Lastly, the minute ventilation (mv) sensor was deactivated due to noise and oversensing on the right atrial channel and low out of range shock impedance measurements on the right ventricular channel. Reprograming options and further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the complaint description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right ventricular automatic threshold test (rvat) feature on this cardiac resynchronization therapy defibrillator (crt-d) was having variable results. Analysis of the system was performed and it was noted that this issue was due to an increased in intrinsic cardiac activity during these tests, furthermore, low amplitude was noted. Additionally, undersensing on the right ventricular channel during some atrial tachy response (atr) events was observed. Also, a signal artifact monitoring (sam) episode was identified. Lastly, the minute ventilation (mv) sensor was deactivated due to noise and oversensing on the right atrial channel and low out of range shock impedance measurements on the right ventricular channel. Reprograming options and further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.